Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-04233 and 1627487-2016-04235. It was reported the patient is experiencing ineffective stimulation. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 1627487-2016-04233 and 1627487-2016-04235. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 where the occipital ipg was electively removed and replaced for improved lead placement on the left side. In addition, one lead was removed and replaced. Therapy was resumed and the patient is receiving effective stimulation. The manufacturer is unable to determine which lead was explanted.